Manufacturer narrative:
(B)(4).

Event description:
As per the clinic, the patient experienced severe pain at the implant site during and after an MRI which was conducted on an unknown date. The patient was administered antibiotics. The implant remains in-situ.